Event description:
It was reported to medtronic minimed that the customer experienced elevated ketones/diabetic ketoacidosis, malaise, vomiting, hyperglycemia, confusion/disorientation treated with manual injection/insulin pen, emergency room visit, hospitalization: overnight stay, and IV insulin drip (intravenous insulin infusion). The customer reported a current blood glucose value of 177 mg/dl. The health care professional said the pump stopped working. The event involved product(s) mmt-1884, mmt-7040a, mmt-396a, mmt-332a. The customer was using the auto mode/smartguard feature at the time of the event. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer was unable to remove/change the infusion set. The customer declined to check the pump settings. No further patient complications were reported. The customer will discontinue using the device. Mmt-1884 was requested and the customer response was the device will be returned. No product return is required for mmt-7040a. No product return is required for mmt-396a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The thump and carelink software was utilized and downloaded trace/history files properly. In further full review found one no delivery alarms in the pump history on (B)(6) 2024 at 03:34:40.000 during bolus delivery. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. No unexpected no delivery alarm/insulin flow blocked during testing. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (23.2 mv). The test p-cap locks properly in place in the reservoir compartment noted. Pump received with scratched case during the visual inspection. In summary, pump passed all required testing. Unable to verify customer alleged for high bg. The force sensor is within specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.